Event description:
The user received a discrepant sodium result for one patient sample. The initial result from the c3 module was 152 mmol/l, repeat result from the c1 module was 134 mmol/l. The results were not reported and the patient was not affected. The lot number of the sodium electrode was not provided. The field service representative determined there was a fluidic failure of the ise bath waste line and cleaned the lines. He verified the analyzer operation by running an ise check three times with no erroneous results. The user ran calibration, qc and precision testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.